Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional neurovascular procedure for coil embolization, after deploying the trufill orbit rdfl complex 4 x 7 minicoil, the physician noted that the coil was stretched. The coil was removed from the pt. A 4 x 8 coil was then used to complete the procedure successfully. The access site for the procedure was femoral. A 6 fr. Guiding catheter and a prowler 14 microcatheter were used for the procedure. The target lesion was the anterior cerebral artery aneurysm. There was no reported pt injury. Additional info has been requested.